Event description:
Nurse reported via phone call that they were receiving error messages and could not upload the insulin pump. The alarm history was checked and it was found that it had an unexpected restart alarm, and external ram error alarm and a displayable history check failed on startup alarm. It was advised to try to upload to carelink personal and link it to carelink pro and if that doesn't work to call back to replace the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.